Event description:
It was reported that revision surgery was performed due to periprosthetic insufficiency and fracture.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the advantage system used. (B)(4)

Event description:
Reporter alleged obtaining a result of 114 mg/dl on the aviva system compared back to back with a result of 250 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter alleged, at another time, obtaining a result of 114 mg/dl on the aviva system compared back to back with a result of 299 mg/dl on the advantage system when testing was performed within 10 minutes. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.